Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 1/26/99 at a retail vendor. Approx 3 to 4 weeks later she sought medical treatment for swelling and embedment of the earrings at the ear piercing sites. The earrings were removed and antibiotics were given.